Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator due to c-00 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found issue was confirmed via system logs with recurring c 33 error. Visual inspection identified a potential related issue. Testing showed c 33 at startup, while logs recorded errors m b0, m 1f, m 12, and c 00. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c 33 is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer powered on the erbe and observed a c 00 error. The customer received phone assistance from the technical service engineer (tse). The tse reviewed the system logs and was unable to confirm the c 00 error in the available logs and then guided the customer through a hard power cycle, but the c 00 error returned on power-up. The customer then chose to use another vision side tower for the surgical procedure. The tse verified that the available systems had matching software. The procedure was converted to another dv system with no reported injury.